Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical and stability were reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. The available tripped trend reports were reviewed for the product for the last year. The review identified a tripped trend for this perception code. This tripped trend was investigated and addressed as per adc process and procedures and it was determined that no trends were identified that would indicate any product related issues. Therefore it has been determined that no further actions are required at this time. Trends are regularly monitored and investigated when exceeding established thresholds to evaluate for causes associated with the product. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results compared to unknown results obtained on an unknown device. It is unknown whether the customer noted a trend arrow on the device. The customer did not experience any symptoms and was feeling fine. However, the customer was unable to self-treat. The customer¿s caregiver called the emergency service for seeking advice by phone and was recommend taking the comparison readings. The customer was treated with insulin (dose, type unspecified) by a non-healthcare professional (non-hcp) for the treatment. There was no report of death or permanent impairment associated with this event.